Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. The service engineer (se) evaluated the ventilator and did not duplicate the customer reported problem. The ventilator passed self-testing.